Event description:
Information was received that the generator associated with the high impedance was a demonstration generator. The device has not been implanted in a patient and is in the possession of a manufacturer representative.

Manufacturer narrative:
Previously submitted MDR indicated that the suspect medical device was a lead; however, information indicates that no lead product was involved. Review of programming history. Event reported but confirmed invalid.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
As part of an internal programming history review it was noted that this patient had high lead impedance. Good faith attempts will be made for further details about the reported event.